Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had sensor anomaly. Customer's blood glucose was unknown mg/dl. The customer stated that he has 2 sensors that are not sticking and when pulling out the serter the sensor came out. Customer stated that the 3rd one he needle came out and could not reuse it. The customer was recommended to use tape kit, IV prep, skin prep and mastisol. The customer was advised to monitor and customer will receive replacements and a tape kit.